Manufacturer narrative:
A battery performance alert (bpa) was not confirmed by analysis. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The device was explanted and replaced. The patient was stable.